Event description:
This customer reported a failure to discharge via paddles.

Manufacturer narrative:
This customer reported a failure to discharge via paddles. The users delivered energy on the fourth attempt. There was no impact to the involved pt. A philips field service engineer went on site and evaluated the device and paddle set. The device passed testing. However, the hospital biomed reported that the device had been extensively cleaned prior to this testing. When the device was retrieved after the incident, there was a significant amount of both old, dried gel and newer moist gel on and at the edges of the paddle set. The paddle set and paddle set holder were replaced which resolved the reported issue. This is not consistent with a malfunction, but is consistent with a use issue and lack of proper cleaning of the paddle set resulting in excess dried gel.